Event description:
Event description guidant received information that this transvenous implantable lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular oversensing of atrial flutter waves, which resulted in pacing inhibition and inappropriate shocks. The ventricular sensitivity was already programmed to least.